Event description:
A customer contacted baxter technical services(bts) regarding assistance with the homechoice machine(hc) not doing an initial drain. The home patient(hp) stated he performed a manual exchange of 2000ml before getting on the hc and the hc did not do an initial drain. The hp stated his nurse instructed him to leave the fluid in him until he connected to the hc. The hp stated the hc went straight to fill and he didn't press stop. The hp let the hc fill him and now he is in dwell 1. The technical service representative(tsr) assisted the hp to perform a manual drain of 4148ml. The tsr assisted the hp to bypass to fill 2 since he was having no discomfort and he would like to continue therapy. The tsr advised the hp to contact the peritoneal dialysis nurse about the initial drain alarm setting if he is going to continue doing manuals during the day. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported issue was confirmed. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The assignable cause was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed.

Manufacturer narrative:
(B)(4). The device is not available at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.